Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Engineering input was that device is mode switching, but diagnostics are not reporting it correctly. This could be a known issue with the under reporting due to post mode switch overdrive pacing (pmop) being on and collection delay not at zero. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device showed one mode switch (ms) while the histograms showed long term atrial high rates and it was unclear why the device was not showing more mode switches. It was also noted that the patient had an underlying rhythm of atrial flutter. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device showed one mode switch (ms) while the histograms showed long term atrial high rates and it was unclear why the device was not showing more mode switches. It was also noted that the patient had an underlying rhythm of atrial flutter. The device is still in use. No patient complications have been reported as a result of this event.